Event description:
A customer reported to baxter corporate product surveillance an unknown solution administration set in which a no-flow occurred. According to the report, the facility had issues getting the secondary lines and IV infusions to infuse through injection ports. Staff members have resorted to attaching a y-tubing to the injection ports which then easily accepts the plumset. There was patient involvement, but there was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). It is unknown if a sample is available for evaluation. If additional information or samples become available, a follow-up report will be submitted. Since the product code and lot number of the device involved are unknown, a 510k number cannot be provided and a batch review cannot be performed.

Manufacturer narrative:
(B)(4). The sample was not available hence the root cause cannot be determined. No conclusion can be drawn from the investigation. If additional information or samples become available, a follow-up report will be submitted.